Event description:
During follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Fluoroscopy was performed and revealed externalization. The diagnostic image was provided to abbott technical support and externalization was not confirmed however, rv lead noise was confirmed via a provided egm. The event was resolved by capping and replacing the rv lead. The patient was in stable condition.

Manufacturer narrative:
Based on the review of the x-ray views provided to abbott, the conductors do not appear to be externalized. However, based on the event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.